Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing consistent low flow alarms. A CT scan was performed and there was no concern for outflow graft occlusion. A left ventricle gram was done with optimal flow seen through device, but a transesophageal echocardiography showed extensive lv thrombus with no aortic valve opening. The patient's ldh has been stable in the 200¿s, rhc function is normal and lv appears unloaded on echos.additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus could not be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account. A direct correlation between the report of thrombus and the low flow alarms could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6)2019 spanning from 11:31:59 to 15:15:52, per the timestamp. Low flow events were captured throughout the log file, beginning at 11:34:23. The low flow events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. A total of 13 low flow events persisted for 10 seconds or more, activating low flow alarms. No other notable alarms were recorded, and the system appeared to have been operating as intended. It was reported that the patient was having low flow alarms. A CT scan was performed and revealed no concerns for outflow graft occlusion. A left ventriculogram was performed and revealed optimal flow throughout the device. A transesophageal echocardiogram was performed and revealed extensive left ventricle thrombus with no aortic valve opening. A right heart catheterization was performed and was unremarkable. The patient¿s ldh was reported to be stable in the 200u/l range and the left ventricle appeared to be unloading on echocardiograms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the account; however, none was provided. The heartmate 3 lvas IFU lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.